Event description:
Patient was undergoing procedure for left femoral vein thrombosis. Per or doctor note; when physician was exchanging out the introducer 4fr to a 5 fr introducer sheath. There was shearing noted of the micro puncture wire. The physician attempted to retrieve the small segment but was unable to do so. The risk of retrieving the small segment far outweighed the benefit and the small segment was left in the subcutaneous tissue. The patient was made aware of the retained sm. Piece of wire.